Event description:
It was reported that entrapped air occurred. The patient presented with angina pectoris. An opticross hd catheter was selected for percutaneous coronary intervention (pci). During procedure, the catheter could not be flushed, resulting in air entrapment. The procedure was successfully completed with another opticross hd device. There was no patient complications reported, and the patient was fully recovered.